Event description:
The customer reported that the system will not fluoro. The temperature had fallen below the minimum. They had to cease procedure and were unable to complete the procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the problem. He tested the thermo sensor and no problem was found.